Manufacturer narrative:
To date, the device has not returned for evaluation. Device evaluation is currently pending upon the scheduled device return. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the patient woke up one day and said he heard a pop. He had chest pain there after. The surgeon discovered a broken 75mm plate. The broken plate and screws removed. The patient does have a remaining 50mm ribloc that was not broken and not removed.